Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Upon functional testing it was found that the fiber could be recognized by the console, and microscopic inspection identified that the fiber tip and connector were in good condition. Therefore, the reported event could not be confirmed. However, visual inspection identified that the fiber body was broken into two pieces. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break.

Event description:
It was reported that during procedure, the fiber could not be recognized by the console. The procedure was completed using another fiber. There were no patient complications reported. Analysis of the returned fiber identified that the fiber body was broken into two pieces.